Manufacturer narrative:
Device history review; complaint history review; risk assessment; no product was returned therefore the device inspection could not be performed. No relevant manufacturing issues were found upon manufacturing history review. According to the referenced risk file, user applying too much pulling force may break the tip. Material analysis performed on a previous similar complaint concluded that device fractured under applied torsional force. Additionally the device was found to be almost 3 years old, it is unknown how many times it has been used as it is reported to be a loaner device. The root cause of this event cannot be determined conclusively and is multifactorial.

Event description:
It was reported that the cage inserted 5mm rigid drill bit advanced to positive spot. After a few turns counterclockwise to remove drill bit it broke of in the vertebral body. The surgeon attempted to remove the cage but was unsuccessful. The drill bit was left in the vertebral body. 2 additional screws were implanted. Locking plate fixed.

Event description:
It was reported that the cage inserted 5mm rigid drill bit advanced to positive spot. After a few turns counterclockwise to remove drill bit it broke of in the vertebral body. The surgeon attempted to remove the cage but was unsuccessful. The drill bit was left in the vertebral body. Two additional screws were implanted. Locking plate fixed.